Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was representative reported that patient doesn't even use one of the recharger because it overheats; rep to get recharger serial number to allow replacement to be processed, patient can't remember when issue started. Patient got rm04 error, and the controller was replaced (B)(6) 2025, but the error is still present and controller damaged. Replacement controller was processed today. During the call, representative mentioned that patient had a fall about 3 months ago, which resulted in loss of therapy, patient got settings not available message. Representative was able to program around and get good coverage without using electrodes 5 and 7, which had impedance of great than 40k ohms. Connectivity test showed electrodes 5, 6, and 7 was out. Rep used electrode 6 for reprogramming, but he'll confirm the electrode doesn't have intermittent impedance issue that can affect therapy. Rep will have patient make some positional movements to see if they could turn therapy up. This issue was related to the right implant. Rep also mentioned that patient reported the left neurostimulator will stop giving stimulation and patient would have to connect the recharger and controller to turn therapy back on. Technical services(ts) wasn't able to get a clear understanding if patient had to recharge before turning therapy back on or not. Agent suggested that patient document when therapy turned off so that it can be checked against the data logs. When rep interrogated the left implant, he did noted that the battery was depleted on (B)(6), and other recharge sessions started at 10%, which may imply that battery might have depleted as well. Patient also mentioned that the implant on the right side seems to be buried a little and kind of facing down when patient sits down. Technical services(ts) reviewed with rep that given the right side might be deeper and at an angle it's possible that controller maybe picking up the left implant, thus causing the controller to lose bonding. Ts suggested that patient can connect with controller on one side before starting to recharge on the other side to reduce controller un-bonding issue. The patient was redirected to their healthcare provider to further address the issue.